Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported an out of box failure because when they charged the implantable neurostimulator (ins) in the box for an implant procedure on (B)(6) 2017 and noticed a power on reset (por) message.the rep. Then pressed start to bypass the por and attempted to communicate again with the ins using the recharger and received a por message. The rep. Then reached out for help and was instructed to clear the por with the clinician programmer, but when they interrogated the ins they didn¿t receive the por message, only the start implant bit clock. The rep. Exited the session without starting the clock and interrogated the device again without a por message. Since the issue was resolved the ins was going to be implanted as planned. No further complications were reported or anticipated.